Event description:
Boston scientific crm received information that the patient with this device was near welding equipment. Since then, the patient is convinced that the device is not functioning properly, if at all, as he feels the way he did prior to the device being implanted. No adverse patient effects were noted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This device was electively explanted due to a change in the patient's condition requiring an upgrade. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.